Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.

Event description:
The device was used during an esophagogastrectomy procedure. Reportedly, the instrument did not fire completely. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.